Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted that the outer edges of the lv seal plug was damaged. The damage was suspected to have been caused by a tool. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the left ventricular (lv) lead displayed loss of capture at low outputs. The lv lead was reported to be programmed off. Approximately three weeks later the lead was reported to remain out of service and the crt-d was electively explanted. The reason for the explant was unknown. No adverse patient effects have been reported.

Manufacturer narrative:
The exact reason for the out of service of the lv lead and explant of the device is unknown. Additional information has been requested. This report will be updated when further information is received.